Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for chronic low back pain and cervical/neck. It was reported that patient has never needed to change their settings on his device and does not remember how. Patient indicated he would like to try make therapy adjustments because he has two leads that go to his lower back and two that go to his neck and he was needing to increase settings for his neck. Patient was not feeling stimulation to his neck and has a return of pain in his neck. Patient had the ability to change amplitude. Patient was currently on group b and has 4 programs within group b. Patient was able to determine that program 3 and 4 cover his neck. Patient made amplitude adjustments to programs and wanted to try other available groups so it was reviewed how to change groups. Patient tried group a and c and making amplitude adjustment on these groups as well but was encountering upper amplitude limit within some of the programs. Reviewed meaning of upper limit. Patient also mentioned that he noticed not too long after he had device implanted when he would lay down he would feel stimulation sensation strongly because it was hard for the patient to get it where they needed it. Patient also noticed that when he changed to a laying position it felt a little stronger. Patient wondered if it was possible for the lead to move out of place or pull loose. It was reviewed this is a possible risk. Patient stated he was sitting on the side of his bed and had dropped something and reactively reached out to try and catch what he had dropped and his neck has been feeling kind of funny since then and "the feeling of this was not as high as it used to be". Patient also said he got a couple hours of sleep each night because of the pain in the neck. However when he was active and out walking it was not bothering him that badly. When he is sitting and trying to relax the pain is there. Patient stated ever since their accident they had to be careful raising up out of bed. If patient tried to raise up out of bed without using their arms to push them up either rips muscles or there is a nerve getting pinched. Patient was not sure what it was but there had been many of times where they had to call an ambulance and had to go to the ER, where they gave them muscle relaxer. Patient stated he was also taking lortab with ibuprofen and it was not even touching his neck pain. After adjustments patient stated he was not feeling stimulation sensation but was getting pain relief to his neck. Patient was redirected to health care professional (hcp) to address concerns with pain in the neck and as well check leads. Patient has appointment with new health care professional (hcp) in two weeks. No further patient symptoms or complications were reported in this event.